Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event: the device was successfully verified prior to the day of event. Most recent onsite visit from field service engineer performed and signed service installation record. The device meets specifications as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The reported treatment could be identified in the logfile. The beam control check resulted in a correction of thirty-three micro-meters. The treatment of the patient's right eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. During a later onsite visit the local field service engineer adjusted some parameters of the system and verified that all cuts were within specification. No complaint-related product is expected to return for investigation. No device related issues were identified based on the provided data. Therefore, the case is coded as inconclusive - product met specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the actual flap was thinner than the planned flap thickness in left eye of the patient during refractive surgery and surgery completed on same day. There are multiple related reports for this facility. This report addresses for patient¿s initials (B)(6), right eye and other manufacturer reports will be filed.